Event description:
Failure of ECG connector port causing noise in the ECG signal. Multiple reports with risk/impact: inability to read/interpret ECG, monitor may not be able to process signal and register as artifact. When initially reported to ge in may, it appears that ge was aware of this problem and had not communicated it to our institution. Pdm conversion is on hold at our hospital, pending resolution from ge. Ge-unresolved, ge working to understand cause and scope of the problem. Our institution is in communication with ge.======================manufacturer response for monitor, physiological, module, patient data module (pdm), (per site reporter).======================unresolved. Cause and scope of problem still under investigation by ge.